Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was observed and the one-step basic multifunction electrodes were replaced. The device was recertified and returned to the customer. The one-step basic multifunction electrodes were returned to zoll medical united states; the customer's report was duplicated and attributed to a short on a pin on the electrode pads. Analysis for reports of this type has not identified an increase in trend.